Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump would not charge beyond approximately 20 percent and became hot during charging, with the charging pad light remaining solid; the user described dropping the pump due to heat and noted a minor burn, consistent with an overheating device involving the battery component. Symptoms included a minor burn, with insufficient clinical details provided to further characterize the injury. Outcomes included insufficient information to determine broader health impact beyond the reported minor burn. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed an overheating device condition and identified an insulation problem associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.